Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-04547, related manufacturer reference number: 1627487-2020-04552. It was reported that the patient was experiencing impedance issues on one lead. The patient was in need of an MRI, so as a result, surgical intervention was undertaken wherein the patient's lead and ipg were explanted and replaced. During the procedure, it was noted that the lead was fractured. Therapy was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.